Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis. Ligaclip endoscopic rotating multiple clip applier: while co was unable to analyze the instrument utilized in the reported event as the instrument was not returned to co, co has documented the circumstances as they were reported to co. Should the instrument become available or facility should learn additional information about this event, please contact the clinical inquiry service or facility's sales representative.

Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy, it was reported by the affiliate from the first clipping, the clip spitted but did not fall into the pt. There was no consequence to the pt.